Event description:
It was reported that during and arthroscopic lysis of adhesions, the cautery ball broke off from the device and was retrieved from the patient. It was reported there was no injury. The length of time to retrieve the ball has not been determined.